Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a drill bit broke leaving residue in the bone. The surgeon used this drill bit for ssro. In the pre-drilling for the insert of screws, the surgeon found the drill bit was broken. The surgeon found the residue and its position by x-ray imaging after the closing a surgical incision and conducted the re-operation for the removal. The sales rep did not know when it was broken and tried to collect further information. No article received was received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation show that the drill bit is broken 5mm away from the peak. The measured diameter of the drill bit confirms to the specifications. Manufacturing and inspection record indicated no problems with the lot in question. Such small drill bits require careful and delicate handling.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.